Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury. We are waiting for additional information from distributor.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.